Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Biomed representative resolved the issue at customer site through the guidance of zoll field engineer representative via phone. The issue was found to be due to a blown fuse and was replaced. The thermogard is now functional and worked as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with (B)(4).

Event description:
As reported during patient use, the thermogard would not turn on and observed no green light on the power switch. According to the customer, several outlet were tried however, were unsuccessful. The thermogard was replaced to continue the treatment. No patient harm or consequence was reported.